Event description:
On 1/3/97, a facility nurse informed the MFR's clinical specialist that the device was dropped on the floor. The pt was under ahnesthesia and no other device was available to replace the dropped device. The facility nurse wanted to know if the device could be "flushed?" The MFR's clinical specialist informed the facility nurse that the MFR does not recommend resterilization of the device, as the MFR cannot validate the institution's procedure for sterilization. The facility nurse requested to know if flashing will result in deterioration of the device. The MFR's clinical specialist stated that she had no info available concerning sterilization. The facility nurse did not know the device catalog/lot numnber. The MFR's clinical specialist informed her that some of the MFR's devices have a polysulfone body and a silicone septum and catheter. The facility nurse stated that she did not have time to provide the add'l info for the MFR's clinical specialist. No further details were provided at that time.